Manufacturer narrative:
Takami, m., et al. Timing and characteristics of carotid microembolic signals during pentaspline pulsed field ablation. Heart rhythm society. 30 jan 2026 (1073 to 1082). 10.1016/j.hrthm.2026.01.035. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that cerebral infarction occurred. A single center, observational study was conducted from november 2024 to april 2025 to evaluate the timing, number, size, and characteristics of microembolic signals (mes) during each step of pulse field ablation procedures (pfa) using real time carotid doppler monitoring. Twenty seven (27) patients underwent pfa using a faradrive steerable sheath and 31mm farawave catheter. Procedure summary: prior to the start of the pfa procedure, a non boston scientific (bsc) doppler probe was placed and secured on the left side of the neck where the carotid signal was optimal. Doppler signals were recorded at a depth of 18 to 24 mm. Continuous monitoring of mes in the left common carotid artery was performed throughout the entire procedure. For all patients the pfa procedure was performed under intravenous sedation using dexmedetomidine or propofol and noninvasive positive pressure ventilation. Systemic anticoagulation with heparin was used to reach the target activated clotting time of greater than 350 seconds. The transeptal puncture was performed using a radiofrequency needle and the transeptal sheath was exchanged for a faradrive steerable sheath. A 31mm farawave catheter was inserted into the faradrive sheath and advanced to the left atrium. Before the first delivery of ablation an additional bolus of propofol was given intravenously. Four (4) applications of ablation were delivered via the farawave catheter in basket configuration and 4 applications of ablation were delivered in flower configuration. Post ablation mapping was performed to confirm procedural success. Event summary: of the 27 patients enrolled in the study, acute silent cerebral infarction was identified via brain magnetic resonance imaging (MRI) in four (4) patients. Patients status: no further information on the status of the patients is available.